Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was charging slower than expected. There was no adverse impact to the customer's blood glucose level. The customer continued charging the pump. No additional information was provided.